Manufacturer narrative:
Continuation of d10: product ID {d-evolutfx-2329}; product lot/serial number {unknown}; product type: {0195-heartvalves}; implant date {non-implantable} product ID {evfxplus-29}; product lot/serial number {(B)(6)}; product type: {0195-heartvalves}; implant date: {(B)(6) 2025}, explant date: n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the implant of a transcatheter aortic valve, a post-implant balloon aortic valvuloplasty was performed. Subsequently, severe central aortic regurgitation was observed. A second valve was implanted valve-in-valve to address the severe ar. Following implant; trace central aortic regurgitation was observed.

Event description:
It was reported that following the implant of a transcatheter aortic valve, a post-implant balloon aortic valvuloplasty (bav) was performed. Subsequently, severe central aortic regurgitation was observed. A second valve was implanted valve-in-valve to address the severe ar. Following implant, trace central aortic regurgitation was observed. Additional information was received that the post-implant bav was performed to aid in the expansion of the valve. Additional information was received that there was nothing in terms of patient anatomy that contributed to the expansion issue, and the second valve implanted was a medtronic valve.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. A second paragraph was added. H6. Annex a code. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the implant of a transcatheter aortic valve, a post-implant balloon aortic valvuloplasty (bav) was performed. Subsequently, severe central aortic regurgitation was observed. A second valve was implanted valve-in-valve to address the severe ar. Following implant, trace central aortic regurgitation was observed. Additional information was received that the post-implant bav was performed to aid in the expansion of the valve.